Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas), severe hypoglycemic coma [hypoglycaemic coma], push buton is stiff [device mechanical issue], patient was using the dialing clicks to estimate the dose of the product [wrong technique in product usage process]. Case description: study ID: (B)(6) -novocare programme. Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. Patient's height, weight and body mass index were not reported. This serious solicited report from egypt was reported by a consumer as "severe hypoglycemic coma(hypoglycemic coma)" with an unspecified onset date, "push buton is stiff(device mechanical jam)" with an unspecified onset date , "patient was using the dialing clicks to estimate the dose of the product(wrong technique in product usage process)" with an unspecified onset date and concerned a patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", mixtard penfill (insulin human, insulin isophane) (30iu am +20 iu pm) from unknown start date for "product used for unknown indication". Medical history was not provided. On an unknown date novopen 4's push button was stiff. Patient become sure of the number of units delivered and didn't take additional units. On an unknown date patient suffered to severe hypoglycemic coma led to hospitalization. The date of hospitalization was 20 days ago and was hospitalized for one day only. Patient has been trained by a health care professional in the use of the novopen and up to the experienced event, the pen didn't drop and didn't observe leakage of insulin. The patient used an insulin suspension (cloudy insulin) the patient re-suspends (roll it between your hands) before use. No recent changes in diet or exercise level the patient has recently changed from another pen to the current novopen, and the current one is novopen 4. The patient didn't need to split the dose the patient was using the dialing clicks to estimate the dose of the product. Batch numbers: novopen 4: mixtard penfill: unabtainable. Action taken to mixtard penfill was not reported. The outcome for the event "severe hypoglycemic coma (hypoglycemic coma)" was not reported. The outcome for the event "push buton is stiff (device mechanical jam)" was not reported. The outcome for the event "patient was using the dialing clicks to estimate the dose of the product (wrong technique in product usage process)" was not reported. Reporter's causality (novopen 4) - severe hypoglycemic coma (hypoglycemic coma): unknown. Push buton is stiff (device mechanical jam): unknown. Patient was using the dialing clicks to estimate the dose of the product (wrong technique in product usage process): unknown. Company's causality (novopen 4) - severe hypoglycemic coma (hypoglycemic coma): possible. Push buton is stiff (device mechanical jam): possible. Patient was using the dialing clicks to estimate the dose of the product (wrong technique in product usage process): possible. Reporter's causality (mixtard penfill) - severe hypoglycemic coma (hypoglycemic coma): unknown. Push buton is stiff (device mechanical jam): unknown. Patient was using the dialing clicks to estimate the dose of the product (wrong technique in product usage process): unknown. Company's causality (mixtard penfill) - severe hypoglycemic coma (hypoglycemic coma): possible. Push buton is stiff (device mechanical jam): possible. Patient was using the dialing clicks to estimate the dose of the product (wrong technique in product usage process): possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated.

Event description:
Case description: investigation results: suspect: novopen 4, batch no: jvgt347. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Foreign dry matter observed on internal or external pen parts, the observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The cartridge holder was bent and the cap could not be attaced to properly. When depressing the push button it was operating in jerkes. The dose accuracy was measured by weighing. The results were found to comply with specifications. The device was disassembled to examine internal parts and a microscopic examination was performed. Sticky foreign matter was observed on pen parts (internal or external) .the fault has no impact on dose accuracy or other critical pen functions. The cartridge holder was damaged and bent. The observed problem was due to incorrect handling of the product after it has left novo nordisk. The damages seen on the product do not have any influence on the functionality of the product and is considered as a cosmetic defect. The complaint description indicate the fault appeared after the product has left novo nordisk. Name: mixtard penfill, batch number:unknown no investigation was possible, because neither sample nor batch number was available. Since last subsmission the case has been updated with the following: -is non-reportable updated as "yes" and malfunction yes -investigation results updated -"-b,c and d, g (imdrf) codes updated in device addendum tab -narrative updated accordingly event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Final manufacturer's comment: 28-mar-2025: the suspected device novopen 4 has been returned to novo nordisk for evaluation. On preliminary examination, foreign materials observed because of accidental damage during use of the device. The fault has no impact on dose accuracy or other critical pen functions. The observed problem is due to incorrect handling of the product after it has left novo nordisk. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard penfill. H3 continued: evaluation summary novopen 4 , batch no: jvgt347 visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. Foreign dry matter observed on internal or external pen parts, the observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The cartridge holder was bent and the cap could not be attaced to properly. When depressing the push button it was operating in jerkes. The dose accuracy was measured by weighing. The results were found to comply with specifications. The device was disassembled to examine internal parts and a microscopic examination was performed. Sticky foreign matter was observed on pen parts (internal or external) .the fault has no impact on dose accuracy or other critical pen functions. The cartridge holder was damaged and bent. The observed problem was due to incorrect handling of the product after it has left novo nordisk. The damages seen on the product do not have any influence on the functionality of the product and is considered as a cosmetic defect. /the complaint description indicate the fault appeared after the product has left novo nordisk.

Event description:
Case description: investigation results: suspect: novopen 4, batch no: jvgt347. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case has been updated with the following: "malfunction" updated as "no". Is non-reportable updated as "no". Investigation results updated. "Final report" ticked, "expected date of fu report" removed. B,c and d, g (imdrf) codes updated in device addendum tab. Narrative updated accordingly. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. Final manufacturer's comment: 17-jan-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard penfill. H3 continued: evaluation summary: investigation results: suspect: novopen 4, batch no: jvgt347. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.